Manufacturer narrative:
(B)(4). An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the clinic after receiving a shock. Interrogation of the s-ICD revealed that therapy was delivered due to oversensing of noise. The shock impedance measurement was in normal range at 90 ohms. There was also one untreated episode recorded back in (B)(6) 2015 for the same type of noise oversensing. The s-ICD was programmed in the primary vector and the noise was able to be reproduced when the patient lifted his left arm, which is what the patient was doing when he received the shock. The sensing vector was changed to secondary but myopotential noise was again observed. The alternate vector showed no noise on the electrogram but the amplitude is smaller. As a result, the s-ICD was reprogrammed to the alternate vector with a 2x gain setting. Boston scientific technical services (ts) was contacted for further assistance on this case. The ts consultant discussed additional troubleshooting to perform to see if the s-ICD had moved in the pocket since implant. Additional information was received that the patient was seen again. It was noted that myopotentials and noise were now being observed on the alternate vector when it hadn&apos;t been there previously. It was also reported that the patient had lost quite a bit of weight recently, at least 60 lbs. The ts consultant discussed there was no way to indicate how long the noise would continue to occur and that x-rays should be performed and compared to the implant x-rays to determine if the system has moved at all since implant. No adverse patient effects were reported.

Event description:
Additional information was received that a revision was performed and the electrode was repositioned. There were still some small signals of myopotential noise, but there was no oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 31, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the clinic after receiving a shock. Interrogation of the s-ICD revealed that therapy was delivered due to oversensing of noise. The shock impedance measurement was in normal range at 90 ohms. There was also one untreated episode recorded back in december 2015 for the same type of noise oversensing. The s-ICD was programmed in the primary vector and the noise was able to be reproduced when the patient lifted his left arm, which is what this patient was doing when they received the shock. The sensing vector was changed to secondary but myopotential noise was again observed. The alternate vector showed no noise on the electrogram but the amplitude is smaller. As a result, the s-ICD was reprogrammed to the alternate vector with a 2x gain setting. Boston scientific technical services (ts) was contacted for further assistance on this case. The ts consultant discussed additional troubleshooting to perform to see if the s-ICD had moved in the pocket since implant. Additional information was received that the patient was seen again. It was noted that myopotentials and noise were now being observed on the alternate vector when it hadn't been there previously. It was also reported that the patient had lost quite a bit of weight recently, at least 60 lbs. The ts consultant discussed there was no way to indicate how long the noise would continue to occur and suggested x rays be performed and compared to the implant x rays to determine if the system has moved since implant. A x ray was obtained and suspected that this electrode had moved and was in contact with this patients sternal wires from a previous surgery. The patient was continuing to lose weight. Subsequently, a revision procedure was performed, and this electrode was repositioned. No additional adverse patient effects were reported.